Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia after a follow-up training in which a secondary cgm target was enabled, with subsequent highs after breakfast and throughout the day despite automated corrections; no pump alarms or occlusion alerts were noted, and multiple site changes and cannula fills were performed with resumed insulin delivery each time, yet glucose remained elevated, leading the user to consider transitioning to manual injections per physician guidance. Symptoms included dizziness and moderate ketones. Outcomes included prolonged blood glucose above 180 mg/dl for about 12 hours, peak readings exceeding 400 mg/dl, and no hospitalization or professional medical intervention. Investigation included review of device reports, guided troubleshooting, infusion site changes to alternate locations, verification of insulin flow during fill, fingerstick confirmation, ketone testing with action plan counseling, and follow-up monitoring. Investigation of this case revealed no device alarms or occlusion indicators and no definitive device malfunction, with findings consistent with hyperglycemia of unclear cause that could be related to infusion site or set performance despite observed drops during tubing fill. It was concluded, based on previously established findings for similar reports, that the cause was unknown.